Event description:
Pt had ongoing difficulty with tmj joints, and underwent exploratory surgery on 3/12/97. The surgeon planned to replace right and left acrylic headed condylar prostheses with total metal prostheses. During the surgery, the surgeon noted discoloration on and around the head of one condylar bone screw, and that the mandible underneath appeared blackened with granulomatous tissue in the screw hole.